Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4). Analysis of the pump revealed high battery resistance. Drugs delivered via the device per analysis were bupivacaine, hydromorphone and fentanyl.

Event description:
The pump was received for disposal with no information.